Event description:
Patient reported a having a left side "textured" implant that "ruptured." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken/missing piece of the shell, yellow particles in the particles and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and opening striated in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening. -a striated broken in the posterior side assessed as surgical damage. -missing piece of the shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported a having a left side "textured" implant that "ruptured." Device has been explanted.